Manufacturer narrative:
(B)(4).

Event description:
This report summarizes 1 malfunction event(s), where it was reported th scale was inaccurate and the power cord had bare wires. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a pinched wire and a cracked wire. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the scale was inaccurate and the power cord had bare wires. There was no patient involvement.